Event description:
Physician reported right side "implant rupture." Device has been explanted and replaced.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture." A visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported right side "implant rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.